Manufacturer narrative:
(B)(4): the device was evaluated and the high drain alarm was identified during the review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A high drain error 106 (night drain #6) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 12:54:03 during the patient's night drain. No additional information is available.